Event description:
It was reported that the sensor needle experienced a break at the cannula. The customer stated that the sensor cannula or needle was still attached but was bent at the end. The caller stated that the sensor cannula was intact but the insulin pump alarmed an error, indicating that the sensor glucose reading was not available. The caller was advised that the sensor would be replaced and to return the sensor for analysis. The blood glucose reading was 5.8 mmol/l. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2015-11991.